Event description:
On (B)(6) 2012 clinic notes dated (B)(6) 2010 were received from a vns treating neurologist. Review of the clinic notes revealed that the patient was having a slight increase in seizures. The patient's phenobarbital was increased along with the vns settings to an output of 2.75ma/magnet output=3ma/off time=0.5min. Additional clinic notes were received dated (B)(6), 2012 which revealed that the patient has had 6 hospitalizations since 1983 for seizures. The patient had at least 6 seizures documented in 2010. The clinic notes further stated that he has had a progressive decline since 2008 when he began to have more seizures. The patient's settings on (B)(6), 2012 were output=2.50ma/frequency=30hz/pulse width=250usec/on time=7sec/off time=0.2min/magnet output=2.75ma/magnet pulse width=500usec/magnet on time=60sec/eos=yes. The programming history database was searched and the last system and normal mode diagnostics test results were output=ok/lead impedance=ok/dcdc=1/eri=no and output=ok/lead impedance=ok/dcdc=5/eri=no respectively on (B)(6), 2011. A battery life calculation was performed which showed a negative amount of time until the elective replacement indicator shows as yes. Good faith attempts for additional information were made but no further information was received.

Manufacturer narrative:
.